Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging liver disease/toxicity, lung disease, ground glass opacity. There was no medical intervention required by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging liver disease/toxicity, lung disease, ground glass opacity. There was no medical intervention required by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging liver disease/toxicity, lung disease, ground glass opacity. There was no medical intervention required by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed a black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Manufacturer was able to confirm the presence of degraded sound abatement foam. Secondary findings, 26 errors were logged. Dust-like and hair-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Missing air inlet filter. One hold down tab on top enclosure broken. Grommet slipped on blower motor¿s wire harness and not seated in blower cap from manufacturing. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Evidence of sound abatement foam degradation/breakdown was observed in this device. Manufacturer was unable to address the symptoms specified. Section h6 updated.